Event description:
On an unknown date following an intravascular procedure an angio-seal was placed in a patient's groin. Reportedly, post procedure the patient showed signs and/or symptoms of vessel occlusion. No other information is known at this time; however, the investigation into this event is ongoing.